Event description:
It was reported that on several occasions the patient experienced intermittent stimulation, an undesired sensation, inadequate stimulation both when charging and while not charging the spinal cord stimulation (scs) system. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. Additional information was received that the patient underwent a procedure where the ipg was replaced and two additional leads were added help better capture the patient's pain areas. Post operatively, the patient was doing well.

Manufacturer narrative:
The ipg underwent analysis and displayed normal characteristics in both visual examination and functional testing. However, the data log analysis of the ipg indicated ble.cpp faults during the charging process, leading to a system reset. This causes a brief cessation of stimulation for 10-15 seconds before the system resumes normal function. Additionally, the patient's profile shows the use of four concurrent stimulations continuously, including during charging cycles. The high energy consumption by the patient counteracts the charging current, necessitating more frequent charges.

Event description:
It was reported that on several occasions the patient experienced intermittent stimulation, an undesired sensation, inadequate stimulation both when charging and while not charging the spinal cord stimulation (scs) system. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. Additional information was received that the patient underwent a procedure where the ipg was replaced and two additional leads were added help better capture the patient's pain areas. Post operatively, the patient was doing well.

Event description:
It was reported that on several occasions the patient experienced intermittent stimulation, an undesired sensation, inadequate stimulation both when charging and while not charging the spinal cord stimulation (scs) system. The database analysis performed identified a bluetooth fault code when charging the implantable pulse generator (ipg). Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation.